Event description:
Aspiration was done and the lesion was pre-dilated. A 3.5 x 18mm cypher stent was delivered to the lesion, with slight friction. When the cypher was being inflated, up to 10 atm, the balloon ruptured. The balloon rupture was confirmed by contrast medium leakage seen by a coronary angiography and the back-flow of blood into the inflation device. Therefore, the stent delivery system was immediately retrieved from the pt and post-dilation was conducted with a balloon catheter to further dilate the cypher stent. The procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use. The pt was admitted for a procedure in 2009, with an acute myocardial infarction, with a lesion in the proximal left anterior descending branch. The lesion was de novo, slightly calcified and slightly tortuous with 100% stenosis.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Info received from an affiliate indicated that a balloon burst during a procedure to implant a coronary artery stent. The pt's medical history is unk. The case was emergent due to an acute myocardial infarction. The target lesion was the proximal left anterior descending artery. The lesion was described as de novo, slightly calcified, slightly tortuous and 100% stenosed. Aspiration was performed (indicating the presence of thrombus) and the lesion was pre-dilated. A 3.5mm x 18mm cypher stent was then delivered to the lesion with slight friction. The cypher was inflated to 10 atms when the balloon ruptured. The rupture was confirmed by the observation of contrast medium seen leaking under angiography and the back flow of blood into the indeflator. The stent delivery system was retrieved and the stent was post-dilated with another balloon for optimal dilation. There was no report of pt injury and the device was not returned for analysis. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Without the return of the product, the reported customer complaint of balloon burst could not be confirmed. Review of the info provided suggests that vessel/lesion characteristics may have contributed to the reported event.